Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the mandrel of a 7x40mm absolute pro self-expanding stent system (sess) was difficult to remove, and a portion of the stent was released. The device was not used and there was no patient involvement. An unspecified absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the stylet was not confirmed as the stylet was not returned. The reported premature deployment was confirmed as the stent was fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported premature deployment was likely due to inadvertent mishandling. It is likely that during removal of the stylet prior to use, the tip of the stent system was inadvertently pulled such that the stent pulled out from the distal sheath. The damage noted to the distal sheath and tip inner member of the returned unit is consistent with the stent being pulled out from the distal sheath. It may also be possible that the stylet was not removed per the instructions for use. The delivery system preparation section of the absolute pro .035 biliary self-expanding stent system IFU instructs: ¿gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.¿ there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.